Manufacturer narrative:
(B)(4). Date sent 5/19/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 4/2/2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy surgery, there was a 5ª and 6ª load firing lock. Surgeon reported that the stapler was cleaned, replaced the load by another one and the same was locked and after attempts, at the 6th shot, there was only the cut without the staples, thus making the handle cross-section without stapling. Surgeon circumvented the court, doing the raphy and there were no consequences to the patient. He had to open a new stapler and loads to finish the procedure, did manual suture, there was no surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 5/27/2025. D4 batch #206d59. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, it should be noted that it is important to refrain from forcibly manipulating the firing knob when it is set in the pre-firing position and/or when the alignment/latching lever remains disengaged. Engaging in this action may hinder the correct firing of the instrument. Therefore, ensure that the alignment/latching lever is engaged before attempting to rotate the firing knob from its pre-firing position. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 206d59, and no non-conformances were identified.